Manufacturer narrative:
Multiple attempts were made to obtain the patient's age, weight, and initials; however this information was not obtained. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient's log files showed multiple no external power events when the patient used both their mobile power unit (mpu) and their batteries. During the event, the system controller appropriately switched to external backup battery (ebb) power and the power was restored. These types events can be caused by ac power outages, faulty home power outlet, or by poor mpu ac connection, and in some cases patient error.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 15 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The fixed speed ranged 8800 rpm with a low speed limit (lsl) set to 8400 rpm. Intermittent no external power alarms were active on (B)(6) 2022 from 07:21:26 ¿ 09:41:43. These alarms occurred while connected to the mobile power unit (mpu) and appears to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, and if the cause of the no external power event was known. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.